Manufacturer narrative:
Updated results of investigation: it was reported that the device was not working correctly. No injuries reported. The associated device, used in treatment, was returned for evaluation. Visual inspection of the returned product showed the connector is damaged. The device shows signs of wear. A functional evaluation was performed and the examination of the prom board indicated the srom wire is defective. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A relationship between the device and the reported incident could be corroborated. The device was manufactured in 2016. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and probable causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. Based on this investigation, the corrective action has been implemented. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The affected sureshot targeter was not returned for evaluation. Our investigation including an engineering analysis of the device could not be performed. Although the actual problem encountered was not reported, previous investigations where it was reported that the device did not work properly found that it was attributed to metal interference from the or table or aluminum ¿bump¿ used to position the patient¿s leg. These metallic objects ¿pull¿ the electromagnetic signal toward them and skews the targeting. There was no relationship found between the reported event and the device during this evaluation. The impact to the patient beyond a short delay of procedure cannot be determined. As device details were provided, a device history record review was performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. When having complications with a sureshot device, we encourage the user to refer to the user manual for trouble shooting suggestions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened and reevaluated.

Manufacturer narrative:
D4 was updated. Additional information was received.

Event description:
It was reported that the device was not working properly. No injuries reported. A delay of between 30 min and 1 hour reported no back up available.